Event description:
It was reported that 4 bd micro-fine¿+ pen needles had outer cover attachment issues. The following information was provided by the initial reporter : the user reported the product with the difficulty to detach the pen needle from the pen with the loose outer cover when de-capping after venipuncture. This was experienced with two products from the same polybag. Actual sample : not available.

Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 4 bd micro-fine¿ plus pen needles had outer cover attachment issues. The following information was provided by the initial reporter : the user reported the product with the difficulty to detach the pen needle from the pen with the loose outer cover when de-capping after venipuncture. This was experienced with two products from the same polybag. Actual sample : available.

Manufacturer narrative:
The additional information after original report submission required notification in the records. The following fields have been updated: d.4. Medical device expiration date : 08/31/2026; d.4. Medical device lot # : 1221065. Second d tab: d.12. Device available for eval? : yes; d.13. Returned to manufacturer on : 02/24/2022. H.2. Device return to manuf .? : yes; h.4. Device manufacture date : 08/09/2021.